Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The sample was not received at the time of this report. If the sample or additional information is received, a follow-up report will be sent.

Event description:
Complaint alleges: tip of the suture broke and remained in the patient. An x-ray was required to find and remove the tip of the suture. It was successfully removed. There was no patient injury reported and the patient's current condition is unknown.